Manufacturer narrative:
The pt has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced elevated blood glucose up to 500 mg/dl for two days after incorrectly programming a replacement pump. A family member reported that she rec'd the pump as a warranty replacement, programmed the settings, and placed the pt on the replacement pump on (B)(6) 2011. She said that since that time the pt's blood glucose has been elevated (260 mg/dl to 500 mg/dl) without symptoms of hyperglycemia. Customer support reviewed the settings with the family member and discovered that she correctly programmed the basal rates. The advanced bolus settings were on the default settings which indicate that the family member had not programmed the I:c ratio, isf, and bg target. The family member said that she believed that the I:c ratio was 1:7 or 1:8 but was uncertain of the isf and bg target settings. Customer support advised the family member to contact the pt's health care provider to determine the correct settings and instructed that these incorrect I:c ratios meant that the carbohydrate boluses were calculated to deliver roughly half the insulin the pt usually rec'd.